Event description:
It was reported that bd intima-ii 18gax1.16in prn slm npvc-383050- leakage the patient was diagnosed with a cast stone in the left kidney over a decade ago and recently reported pain in the left flank and abdomen. On the morning of (B)(6) 2025, at 9 a.m., the patient presented to the urology department of our hospital for evaluation. At 3 p.m., the nurse followed the doctor's orders to complete a CT scan of the lower abdomen and pelvis. The nurse administered contrast enhancement for the CT scan and performed the catheter placement procedure. During the removal of the catheter sheath, there was a backflow of blood, resulting in blood exposure, which made the contrast enhancement procedure unsuitable. The catheter was immediately removed, and a new one was replaced. The examination was successfully completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4351730): 1) the products of this batch were assembled at intima ii auto line 4 in jan 2025 and packaged at cfs package line in jan 2025. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Functional test (45psi leakage test) is conducted on the retained samples of this batch, and the samples pass the test without leakage or other abnormalities. 4. This product (sku 383050) has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective samples have received for further examination and analysis, the product of this sku has never been declared to be used for high-pressure injection, and the flow rate and pressure used in contrast-enhanced CT are unknown, the root cause of the leakage cannot be confirmed.